Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 59-year-old female patient presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support.. While the patient was in the intensive care unit (ICU), there was suspicion of clot ingestion. There was a non-pulsatile brief suction alarm that resolved when flows were lowered from p-8 to p-6. The patient also went into atrial fibrillation at that time, but went back to baseline. An echocardiogram was performed to confirm position. The last activated clotting time (act) was 186. Heparin was stopped due to bleeding from the mouth. Nine days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.8l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
The cause of the paroxysmal arterial fibrillation was not determined due to insufficient clinical details. The cause of the major bleed was not determined due to insufficient clinical details. The cause of the thrombosis was not determined due to insufficient clinical details and no product return. The cause of the low or blocked pump flow was not determined due to insufficient clinical details, no product return, and no data logs available.